Manufacturer narrative:
A4 - weight (unit - unknown). H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer was reported that the patient with diabetes (pwd) indicated there was leaking around the infusion site without the set being loose and without visible kinks, twists, or tubing damage, and noted differences related to the cannula. There was patient involvement with no harm. The leakage presents a potential risk of drug exposure. No additional adverse consequences were reported.